Event description:
A malfunction alarm occurred without any notable events prior. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump; the malfunction did not recur, so the customer was advised to continue using the pump and to call back if the issue reappeared.